Manufacturer narrative:
Investigation summary: the customer provided an image of the missing components from model 2420-0500. No product sample or photo was provided by the customer. The missing component from infusion set 2420-0500 could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500, lot number 20043016 was performed. The search showed that a total of 34,563 units were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had no patient connection. The following information was provided by the initial reporter: material no: 2420-0500; batch no: 20043016. It was reported that tubing was found missing patient connection component out of packaging. Customer response (B)(6) 2020: the reported event occurred on (B)(6) 2020. I hope you¿re doing well. I¿m reaching out concerning an incident report we received for a bd primary pump tubing, #2420-0500. After taking this tubing out of the package the rn using the product noticed that the end portion of the tubing where it connects to the patient was missing.